Event description:
The complaint is reported as: the patient was intubated and in less than 48 hours the patient started to de-saturate. After other attempts were made to correct the problem, the respiratory therapist suspected the et tube had a leak and decided to exchange it for another tube. This was a critical to exchange it for another tube. This was a critical patient and in the process of the tube exchange the patient developed a bleed. When they removed the original tube, they confirmed the tube did have a leak. The patient returned to the pre-event condition as reported by the user facility. The patient suffered a bleed as a result of having the et tube replaced. Patient condition is listed as fine and there was no medical intervention reported.

Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number was unknown. The sample was not returned for evaluation, therefore, the complaint could not be confirmed. Manufacturer will continue to monitor and trend related complaints.